Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-04981. It was reported the physician placed one trial lead and after multiple attempts was unable to place the second lead. The physician opted to remove both leads and abandoned the trial implant procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.